Manufacturer narrative:
No product was returned for device analysis. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there has been over a handful of times where the hypodermic needles have either sprayed vaccine (so patient does not get any of the vaccine) and detached from syringe (while giving injection). The event discovered during patient care. The outcome was either repeating dose or taking the needle itself out of patient's muscle (no longer attached to syringe when done giving vaccine). There was no relevant tests/laboratory. No other relevant history, including pre-existing conditions. There was patient involvement, and no patient harm/adverse event reported.